Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 2-december-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the unit was getting a x-axis error when trying to push the rack through. The fse found that the detent was tight so he took it apart and lubricated it. The fse ran several tests. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 706 x1 axis error was the detent was stuck and not moving.

Event description:
On (B)(6) 2015, a customer reported error 706 x1 axis error on the g8 instrument. The customer attempted to reboot the analyzer, tried to use a different rack, attempted to run an empty rack, and tried cleaning the rack advancement area but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.